Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: hypertrophic scar, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation with two unknown mentor saline breast implants has experienced bilateral hypertrophic scars with bottoming out of her implants postoperatively. As a result, the patient underwent explantation and replacement with mentor saline breast implants in the year 2000. Upon explantation, it was noted that the implants had mildew. At the time of this report, mentor is unable to independently verify the presence of microbial contamination, as the devices have not been returned for analysis. Furthermore, the initial reporter did not provide specific data regarding the implantation date and explantation date of the devices; only that they were implanted and explanted in the year 2000. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.